Event description:
It was reported that the arctic sun device did not cool. The system diagnostics have been checked, specifically chiller temperature (t4), to rule out problems with the chiller it reached 6°c. The machine requires calibration. The issue should be resolved with an extended preventive maintenance. Per review of wo on 04mar2026, there was no patient involvement. No patient impact reported, no patient identifier available.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.